Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) needs to balloons to be serviced. It is unknown under which circumstances the event occurred or if there was patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) needs to balloons to be serviced.

Event description:
It was reported that during routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. While performing the patient interface module leak test, the pump failed the first part of the test. When the fse tested the performance of the scroll motor, the fse found that the motor would not develop enough pressure. The pressure would not go above 319mmhg. The fse replaced the scroll compressor and filters. The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (B)(6). The failure analysis and testing dept. Installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not verify the failure of the compressor "high pressure calibration of 319mmhg" . System was able to reach pressures of 420mmhg and 390mmhg respectively. The fat dept. Ran the system for multiple hours to see if the system would fail over time and a loud fluttering sound was observed. Failure possibly caused by debris. The following was submitted by technician of the maquet failure analysis and testing (B)(6). This part is no longer going to sustaining for further analysis. The investigation is completed.